Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide devices referenced in are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after an interventional lower limb angiogram procedure. Reportedly, a ¿cuff miss occurred¿ [suture retrieval issue] and the device ¿kicked back¿ when depressing the plunger. A second proglide device was used and the device was difficult to remove, significant resistance was felt and ¿some force was used to twist and turn the proglide out of the patient¿. The lever was down to close the footplate prior to removal. Hemostasis was not fully achieved with the suture of the second proglide device. A third proglide device was used and a ¿cuff miss¿ [suture retrieval issue] occurred. A fourth proglide device was used and the device was difficult to remove, significant resistance was felt and ¿some force was used to twist and turn the proglide out of the patient¿. The lever was down to close the footplate prior to removal. The suture of the fourth proglide device also did not fully achieve hemostasis. Manual compression was applied to achieve complete hemostasis. An ultrasound was performed and no retroperitoneal hematoma was observed. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. Additionally, returned device analysis identified the posterior foot was separated and not returned. The location of the foot is not known. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Returned device analysis identified a foot break. The location of the foot is not known.